Event description:
Literature: antonini a, isaias iu, rodolfi g, et al. A 5-year prospective assessment of advanced parkinson disease patients treated with subcutaneous apomorphine infusion or deep brain stimulation. J neurol. April 2011;258(4):579-585. Summary: the authors conducted a prospective comparative long-term study on the effect of deep brain stimulation (dbs) of the subthalamic nucleus (stn) and continuous subcutaneous infusion of apomorphine (csai) in patients with advanced parkinson disease (pd). Twenty-five patients were treated with either stn-dbs (n = 13) or csai (n = 12); twelve subjects reached the (B)(6) follow-up with stn-dbs versus two in the csai cohort. Reportable event: one patient experienced a (B)(6) adverse event, their leads became infected. The infected device components were removed and re-implanted following an appropriate course of intravenous antibiotics.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.